Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he attempted to bolus the insulin pump alarmed no delivery. Customer's blood glucose level was 180 mg/dl. The alarm was caused by an infusion set and reservoir occlusion. The customer was able to bolus after troubleshooting. The device was not returned.